Event description:
It was reported that a flogard infusion pump was observed exhibiting an f-38 alarm code on channel 2. The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection was performed. The alarm log revealed evidence of the f-38 alarm. The cause was determined be the right force sensing resistor (fsr) was out of specification. The right fsr was replaced to resolve the condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.